Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported motor error alarms and the insulin pump not priming properly. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer also stated that she was calling from the hospital. The customer was hospitalized for high blood glucose levels, and was being treated with an insulin drip. Advised the customer that the insulin pump would be replaced due to the priming issue. Nothing further was reported.